Manufacturer narrative:
Contacted FDA recall coordinator and initiated a voluntary recall.

Event description:
An MRI safety feature which lowers the magnetic field in an emergency situation may not work correctly.